Manufacturer narrative:
As reported, during complete withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window did not change color, the guidewire could not be pulled, and the plug could not be released. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. This was during a cerebral angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used for a diagnostic procedure. The patient¿s body mass index was greater than 40. The physician was certified in using the vcd. The device and package showed no visible damage prior to use. The catheter sheath introducer type was unknown. Angiography confirmed femoral artery suitability, including the required insertion angle, and the vessel diameter was at least 5 mm. No calcium, plaque, stent, or significant stenosis was present at or near the puncture site, and the site had not been closed with a prior device or manual compression within 30 days, nor did it show any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the device and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop was deployed without any noted abnormalities. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 5f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Under special patient populations in the instructions for use (IFU), it is indicated that the safety and effectiveness of the exoseal vcd has not been established in patients with a bmi greater than 40 kg/m2. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, during complete withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window did not change color, the guidewire could not be pulled, and the plug could not be released. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. This was during a cerebral angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used for a diagnostic procedure. The patient¿s body mass index was greater than 40. The physician was certified in using the vcd. The device and package showed no visible damage prior to use. The catheter sheath introducer type was unknown. Angiography confirmed femoral artery suitability, including the required insertion angle, and the vessel diameter was at least 5 mm. No calcium, plaque, stent, or significant stenosis was present at or near the puncture site, and the site had not been closed with a prior device or manual compression within 30 days, nor did it show any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the device and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop was deployed without any noted abnormalities. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during complete withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window did not change color, the guidewire could not be pulled, and the plug could not be released. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. This was during a cerebral angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used for a diagnostic procedure. The patient¿s body mass index was greater than 40. The physician was certified in using the vcd. The device and package showed no visible damage prior to use. The catheter sheath introducer type was unknown. Angiography confirmed femoral artery suitability, including the required insertion angle, and the vessel diameter was at least 5 mm. No calcium, plaque, stent, or significant stenosis was present at or near the puncture site, and the site had not been closed with a prior device or manual compression within 30 days, nor did it show any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the device and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop was deployed without any noted abnormalities. The device will be returned for evaluation.

Event description:
As reported, during complete withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window did not change color, the guidewire could not be pulled, and the plug could not be released. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. This was during a cerebral angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used for a diagnostic procedure. The patient¿s body mass index was greater than 40. The physician was certified in using the vcd. The device and package showed no visible damage prior to use. The catheter sheath introducer type was unknown. Angiography confirmed femoral artery suitability, including the required insertion angle, and the vessel diameter was at least 5 mm. No calcium, plaque, stent, or significant stenosis was present at or near the puncture site, and the site had not been closed with a prior device or manual compression within 30 days, nor did it show any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the device and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop was deployed without any noted abnormalities. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.